Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead showed low impedance measurements since (B)(6) 2014. Episodes of noise and high ventricular rates were also noted. On (B)(6) 2015 normal lead impedance was observed. Isometric testing showed no evidence of noise or change in lead impedance. No intervention or patient symptoms were reported.